Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine via implantable pump. The indication for use was non-malignant pain. The patient reported that the pump installed improperly then shortly after, the pump was ¿tipped completely down. It was ¿extremely¿ hard to fill it. The patient thought there was a leak somewhere because it was not working right for what they are putting inside, and they were not getting any success with it. The patient could see where the catheter was connected to the pump, and they could see a big cloud below the pump. The healthcare provider started reducing the patient's medication without discussing it and it has been bad since shortly after implant in 2018. Initially, they had morphine in the pump, but they changed it to "oxymorphone which set their whole body off" and then they changed the patient back to morphine but the patient never got any relief from the morphine so the patient would always have to use the "hand gadget" to see how much they could get relief from it.